Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen became unresponsive. During troubleshooting with tandem technical support the touchscreen was functioning as intended. Contact stated that they did not know if blood glucose levels were impacted due to the reported issue.